Event description:
Related manufacturer reference number:2017865-2022-11509. It was reported that patient presented to emergency room after experiencing syncope and dizziness. Upon interrogation, it was found that patient's atrial lead and right ventricular lead exhibited noise oversensing. Pacing inhibition was also noted due to oversensing. Both leads were capped and replaced on (B)(6) 2022. The patient was stable.

Manufacturer narrative:
The reported event of oversensing noise was not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except procedural damage. No anomalies were found.